Event description:
It was reported that during the early dissection for a robotic laparoscopic left partial nephrectomy procedure, it was found that the tip of bipolar fenestrated grasper was cut. No device component fell into the patient cavity. The bipolar fenestrated grasper was exchanged with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. One image was received for evaluation. The image depicted the distal end of a bipolar fenestrated grasper. It can be seen that one was jaws was broken and disconnected. No disengaged pieces could be seen. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.